Event description:
It was reported that a spectrum infusion pump had door latching issues. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed but did not reproduce the "door latching issues." Eval observed the door not being able to latch close, caused by a mechanism screw that was dislodged and wedged under the link. The mechanism screws were replaced to correct this condition.